Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a loose cable connection to the cart. The medtronic representative was able to tighten the connection at the cart and the issue was resolved. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that there was visible damage to the system's external cable. The cable was loose and causing an intermittent connection. This was discovered during a case and the site was able to tape the cable, which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.